Manufacturer narrative:
No product was returned; therefore, the reported complaint could not be confirmed and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation. No problems or issues were identified during this device history record (DHR) review.

Event description:
It was reported the disposable set felt abnormal and stiffer than normal. The pump also alarmed downstream occlusion several times. No adverse patient effects were reported by the customer.